Event description:
Telescopic foot support when correctly applied puts excessive pressure on the posterior aspect of the leg causing skin break down. This was the case involving a pt with a left sided stroke. The device was used to prevent strictures.